Event description:
Inconsistent rv capture threshold values were observed from 4.25v to 2.75v. The patient does not have an underlying rhythm. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.